Event description:
Procedure type: three-level ilif, levels l2-3, l3-4, and l4-5. Date of initial surgery: (B)(6) 2012. According to the reporter: both drivers broke on the axle during the case. The first driver broke when locking down the set screw on the second level. The handle clicked over once and then broke when trying to click over a second time. The second driver broke when locking down the set screw on the third level. The handle clicked over at least once and then broke when trying to click over again. The distal tip of the drivers were left inside of the set screw after each tip broke off. The surgeon never indicated it was difficult to actuate the handle. The operation was able to be completed.

Manufacturer narrative:
(B)(4).